Manufacturer narrative:
Checking the manufacturing charts of the involved lot#: 17ag0ef, no pre-existing anomaly was found on the components manufactured with the same lot#s. We submit a final MDR as soon as the investigation is completed.

Event description:
During a hip revision surgery performed on (B)(6) 2022, it was reported that the removal instruments would not disengage the femoral stem and the neck taper. According to the received information, the t long handle (product code: 9095.11.210, lot#: 17ag0ef) was pushed past the end point and stripped the connection. The t long handle was used in combination with the neck impactor-extractor (product code: 9038.10.630, lot#: unknown). Generic removal instruments were used to remove the femoral stem. Due to the issue the surgery got prolonged by 2 hours. The number of uses of the instrument is not known. The revision surgery is registered as complaint#: (B)(4). Event happened in australia.

Event description:
During a hip revision surgery (registered as complaint#: (B)(4) that was performed on (B)(6) 2022, it was reported that the removal instruments would not disengage the femoral stem and the neck taper. According to the received information, the t long handle (product code: 9095.11.210, lot#: 17ag0ef) was pushed past the end point and stripped the connection. The t long handle was used in combination with the neck impactor-extractor (product code: 9038.10.630, lot#: 17aq0y7 marked on the guide and lot#: 18aq10t marked on the body). It was reported that generic removal instruments were used to remove the femoral stem. The number of uses of the instruments is not known. Due to the issue the surgery got prolonged by 2 hours. Event happened in australia.

Manufacturer narrative:
Checking the manufacturing charts of the involved lot#: 17ag0ef, no pre-existing anomaly was found on a total of (B)(4) items manufactured with the same lot#. Checking the manufacturing charts of the lots#: 17aq0y7 and #: 18aq10t, no pre-existing anomaly was found on a total of (B)(4) items manufactured respectively. Device analysis: the items involved were returned to lima corporate for further analysis. The visual inspection proved that signs of wear and tear are found on the body of the t-long handle where it connects to the impactor/extractor. In addition, damages are found on the top of the body of the neck impactor/extractor in the point where it connects to the t-long handle. However, these damages are present on the very far top of the body, and not where the surfaces of the two instruments are intended to come into contact. No other damages are visible on the instruments. A functional test proved that the two instruments properly connect one to the other, and thus function. It is therefore hypothesized that the connection between the two instruments was suboptimal. When removing the neck from the femoral stem, the t-long handle had been pulled upon rotation, causing the damages visible on the surfaces of the two instruments. Considering that: check of the manufacturing charts highlighted no anomalies on the components manufactured with lots#: 17ag0ef, #: 17aq0y7 and #: 18aq10t; the visual inspection performed on the returned devices confirmed that signs of wear and tear are found at the connection between the t-long handle and the impactor/extractor; the functional test proved that the two instruments still connect one to the other as intended; the involved instruments have been manufactured in 2017 and in 2018, serving the market for 5 and 4 years respectively; we can state that the event was not product related. It is hypothesized that coupling between the two instruments was suboptimal, causing an abnormal wear at the connection when force was applied. Pms data: according to our pms data, we can estimate the occurrence rate of malfunctioning upon connection between the instruments 9095.11.210 and 9038.10.630 to be 1.95% (ww). Please note that this occurrence rate is overestimated because it does not consider the reuse of the instruments but only the total number of pieces manufactured. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions are required for this specific case. Lima corporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.